Event description:
It was reported that the patient presented in clinic for normal device checkup. Upon attempted interrogation, the pulse generator could not be interrogated. Several different positions were attempted and different programmers were used but same issue resulted. No intervention was performed. No further information was available.